Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 2 issue. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 7:30pm. The patient indicated she does not manage her diabetes with oral medication or insulin and it is unclear what action the patient took in response to the reported meter issue. Thirty minutes after the alleged issue began the patient reportedly developed a symptom of shaking and immediately administered self-treatment by drinking water and vinegar. At the time of troubleshooting, the csr noted the patient was not using the proper testing technique (per owner's booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.